Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant suspected a (B)(6) patient presenting with cardiomyopathy for impella support. During support, hemolysis was suspected. As treatment, haptoglobin administration was required.